Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump with "parts broken off" was confirmed but not reproduced during product evaluation. The assignable cause was not identified. The pump was returned to the customer unrepaired.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "dropped, parts broken off." It is unknown when the event occurred; however, it was identified in the "surgery center" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.